Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 not powering on. Technical support: 1. Plug the instrument into ac. 2. Check and/or replace the battery. 3. Check the fuses. 4. Replace the off-line switcher. 5. Replace the power supply board. 6. Return the module to the factory. Explained problematic issue for device not powering on. Customer mentions device may power on intermittently. If issue is unresolved, customer to interchange the logic and/or power supply board to isolate problem fault. Customer may need to send this device for warranty repair. Customer to call back for assistance if any further issues and/or concerns need addressing. End call. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 24sep2018 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : tech support performed troubleshooting over the phone.

Event description:
It was reported that the device will not power on. The tech recommended checking and replacing the battery, then the off-line switcher and power supply board. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device will not power on. The tech recommended checking and replacing the battery, then the off-line switcher and power supply board. There was no patient involvement.